Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cannula break off with the incident lot was observed. The photos show a luer adapter with the np cannula end broken off into a holder not manufactured by bd. As per the product labeling bd recommends the following, ¿not for use with indwelling catheters/ports; use a bd vacutainer® luer-lok¿ access device instead.¿ bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter non-patient end needle snapped off the holder before use. The following information was provided by the initial reporter: "the employee was preparing to take blood cultures and in the process of attaching the luer needle adapter to the vacuette, the luer snapped and the employee sustained an clean needle poke injury. The other device involved was the holder blood culture vacuette mf#(B)(4)".